Manufacturer narrative:
Updated fields: h6 and h10 . This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: the connector for the circuit board was reinstalled resolving the customer¿s allegation and the damper was damaged.the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit had the air feeding not able to be automatically stopped. The device was used by an olympus representative onsite during a trial period for the following procedures: laparoscopic total hysterectomy, uterine fibroid removal. The olympus representative found no fault in the hospital and did not use the auxiliary equipment and there may also be a failure in the transportation process. There were no reports of patient harm.